Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified proximal right coronary artery (rca). Upon the 1st inflation, it was noted that the pressure failed at 10atms. The device was removed outside the patient's body and reported that the balloon ruptured. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient's condition listed as "good".